Event description:
A medtronic representative reported that, while in a lumbar fusion spine procedure, the site's solera 4.75 screwdriver sheared off in the tip of the screw. After a five minute delay, the procedure continued using an alternate instrument, a solera reduction driver. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age not made available from the site. Return requested. A medtronic representative, following-up at the site, reported the site canceled their order to replace the suspect screwdriver. No parts have been returned to manufacturer for analysis.